Event description:
Phlebotomist working in nursing care facility pulled blood collection set out of pt's arm before removing the tube first. Needle flipped up, spurting blood, and stuck phlebotomist in the right thumb. This is not recommended procedure. Tube should be removed first, before needle removal from pt's arm. Baseline testing given to both pt and user.